Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The device was not returned to the manufacturer for inspection/ evaluation; however, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600600 chronic catheter allegedly experienced catheter fracture. This information was received from (B)(6). The one reported malfunction involved one patient with no consequences. The age and weight of the female patient was not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The device was not returned to the manufacturer for inspection/evaluation; however, a photo was provided for review. Therefore, the investigation is confirmed for the reported catheter break and burst. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600600 chronic catheter allegedly experienced catheter fracture and burst container or vessel. This information was received from one source. The one reported malfunction involved one patient with no consequences. The age and weight of the female patient was not provided.